Event description:
Caller reported damage to the pump housing surrounding the usb port, which did not affect the ability to charge the pump but compromised its watertight integrity. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the current pump while cts sent a replacement and provided instructions for returning the problematic pump to tandem.